Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing, oversensing, fracture and clavicular crush damage. The lead was explanted and replaced successfully. No additional information was reported.